Event description:
I cannot tolerate sunlight, get rashes, have been diagnosed with discord lupus and am on daily medication to keep my symptoms under control. I also have large lumps in my right breast.